Manufacturer narrative:
Based on information provided, it cannot be determined when the foreign body alleged to be v.a.c. Granufoam dressing was placed in the wound. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. Device labeling, available in print and online, states: dressing changes wounds being treated with the v.a.c. Therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c. Dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Foam removal: v.a.c. Foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces are removed as were placed. Foam left in the wound for greater that the recommended time period may foster ingrowth of tissue into the foam, create difficulty in removing the foam from the wound or lead to infection or other adverse events. If dressing adheres to wound consider introducing sterile water or normal saline into the dressing, waiting 15 - 30 minutes, then gently removing the dressing from the wound. Regardless of treatment modality, disruption of the new granulation tissue during any dressing change may result in bleeding at the wound site. Minor bleeding may be observed and considered expected. However, patients with increased risk of bleeding, as described on page 8, have a potential for more serious bleeding from the wound site. As a precautionary step, consider using v.a.c. Whitefoam or non-adherent material underneath the v.a.c. Granufoam dressing to help minimize the potential for bleeding at dressing removal in these patients. Device dentifer not provided.

Event description:
On dec 09 2016, the following information was reported to kci by the nurse: the nurse reported the patient has a wound with v.a.c. Granufoam dressing that has allegedly granulated into the wound tissue. The patient is experiencing pain rated 10 out of 10 on the pain scale. The nurse stated she is unable to remove the dressing. On dec 13 2016, the following information was reported to kci by the nurse: the nurse was unable to remove all of the dressing from the patient's wound and recommended the patient go to the emergency room for dressing removal, but could not confirm if the patient did go to the emergency room. The home health agency has called the patient numerously with no response. The nurse has also contacted the hospital and confirmed this patient was never admitted. The home health agency has since discharged this patient from their service. There have been unsuccessful attempts made to obtain the v.a.c. Granufoam dressing lot number, therefore a device history review could not be performed.